Manufacturer narrative:
(B)(4). This customer reported a failure to discharge via external paddles. There was no pt involvement. The device was evaluated locally by a philips field svc engineer and the reported symptom was confirmed. Inspection showed that one of the pins on the paddle connector was broken. Replacement of the paddle set resolved the issue.

Event description:
This customer reported a failure to discharge via external paddles. There was no pt involvement.